Event description:
Device did not deliver the dosage properly, did not deliver any dosage at all [device malfunction] ([hyperglycaemia]). Case description: this spontaneous case from (B)(6) was reported by a consumer as "device did not deliver the dosage properly, did not deliver any dosage at all" and "hyperglycaemia" and concerns a (B)(6) male pt treated with insulatard flexpen (insulin human) from (B)(6) 2010 and ongoing and novopen junior (insulin delivery device) from (B)(6) 2010 to (B)(6) 2011 due to type 1 diabetes mellitus. (B)(6). Medical history includes type 1 diabetes mellitus since (B)(6) 2010. On (B)(6) 2011, the pt experienced hyperglycaemia. On the same day the user had experienced problems with the flexpen of insulatard and with novopen junior. The device did not deliver the dosage properly, did not delivery any dosage at all, and in other cases only delivered a few drops of insulin. Prior to the event the pt had experienced fluctuation in blood glucose levels between 450 mg/dl and 550 mg/d. On (B)(6) 2011, glycosylated haemoglobin was 7.9%. On (B)(6) 2011 the pt had recovered from the events.

Manufacturer narrative:
Analysis result: product: insulated flexpen 100 iu/ml. Lot no.: ah70584. Drug conclusion: cartridge/preparation: a visual examination of the received sample has been performed. Furthermore, trending on the batch has been performed. Nothing abnormal was found. Device conclusion: pen parts/mechanism: technical, visual, and functional examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. During testing/investigation of the pen it has not been possible to detect any irregularities. The user has received proper training by the physician and nurse about how to inject insulin subcutaneous. The product has been stored properly. The product appeared normal prior to injection. Injection issues: site of injection: buttocks and abdomen. Needle used: novofine 32g (multi used, the needle was changed after 8 or 9 injections) injection into skin fold. Final comment from the MFR: 01/25/2012: no causality between the function of the novo pen junior and the event hyperglycaemia could be determined based on analysis results of the returned device. No irregularities were observed with the device. Furthermore, nothing abnormal was found with the returned novofine 31g needle. Too little info is provided regarding the circumstances leading to the adverse event and the handling of the device by the caregiver of the pt to determine a clear root cause. Rptr comment: reporter's alternative aetiology: not reported. Evaluation summary: product: novopen junior (blue). Lot no.: vv40017. Device conclusion: visual and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. During testing it was possible to deliver insulin from the cartridge. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During test of the device it has not been possible to detect any irregularities.